Event description:
It was reported that the external pulse generator (epg) was unable to sense in the a-channel. Troubleshooting steps were taken to no avail. The status of the epg is unknown as technical services recommended to discontinue use of the device. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).